Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), hiatus hernia ('hiatal hernia') and benign ovarian tumour ('tumor / teratoma / cancer type: ovarian tumors') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included hernia on (B)(6) 2017, myomectomy, overweight and uterine bleeding. Concurrent conditions included acid reflux (oesophageal) since 2014, constipation since 2014, uterine fibroids and abdominal discomfort. Concomitant products included amitriptyline hydrochloride (triptyline) from 2016 to 2018, docusate sodium since 2017, meclozine hydrochloride (meclizine hcl) since 2017, metronidazole since 2012, omeprazole since 2013, paracetamol (acetaminophen) since 2018, tizanidine since 2016, topiramate (trokendi) since 2018, triamcinolone since 2012 and venlafaxine since 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches constant migration everyday"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("cyst on ovary"), pollakiuria ("bladder or urinary problems or changes frequency urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping) constant cramping during menstrual twice a month "), abdominal pain ("abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety"), pelvic adhesions ("abnormal adhesions"), rosacea ("rashes or skin conditions type: rozecha"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("vaginal discharge frequently bacterial infection"), vulvovaginal mycotic infection ("vaginal discharge and yeast infection") and alopecia ("hair loss both side of head hair was missing for 2 years ") and was found to have weight increased ("weight gain of 30-40 pounds during essure placement "). In (B)(6) 2008, the patient experienced vertigo ("other injury(ies) or complication please describe: vertigo and nerve damage") and nerve injury ("other injury(ies) or complication please describe: nerve damage"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings") and menopause ("hormonal changes describe: menopause "). On (B)(6) 2018, the patient was found to have benign ovarian tumour (seriousness criterion medically significant), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced hiatus hernia (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), nerve compression ("neurological conditions or problems type: pinched nerves in back and neck"), muscle spasms ("muscle spasms"), chest pain ("chest pain"), abdominal pain upper ("stomach pain"), ear pain ("ear pain"), headache ("head pain") and breast pain ("breast pain"). The patient was treated with surgery (hernia repair, partial (hysterectomy )and removal of tumors on ovaries and tumors removed with essure fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hiatus hernia, benign ovarian tumour, vaginal haemorrhage, menorrhagia, ovarian cyst, pollakiuria, dysmenorrhoea, hot flush, mood swings, menopause, urinary tract infection, nerve compression, muscle spasms, allergy to metals, abdominal pain, anxiety, pelvic adhesions, rosacea, vaginal discharge, bacterial vaginosis, vulvovaginal mycotic infection, weight increased, alopecia, vertigo, nerve injury, abdominal pain upper, ear pain and headache outcome was unknown and the migraine, chest pain and breast pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, bacterial vaginosis, benign ovarian tumour, breast pain, chest pain, dysmenorrhoea, ear pain, headache, hiatus hernia, hot flush, menopause, menorrhagia, migraine, mood swings, muscle spasms, nerve compression, nerve injury, ovarian cyst, pelvic adhesions, pelvic pain, pollakiuria, rosacea, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and mr received: reporter information, new reporter, patient demographic, concomitant condition and medication, essure indication, insertion and removal date, previous event injury nos replaced and new events abnormal bleeding (vaginal, menorrhagia), hiatus hernia, frequency urinary problem , dysmenorrhea (cramping), dysmenorrhea (cramping) constant cramping during menstrual twice a month, hot flashes, mood swings, menopause, urinary tract, migraines / headaches constant migration everyday, pinched nerves in back and neck and muscle spasms, nickel allergy, pain, abdominal pain, psychological or psychiatric problems condition: anxiety, rashes or skin conditions type: abnormal adhesions and rozecha, ovarian tumors, vaginal discharge frequently bacteria and yeast infection, weight gain of 30-40 pounds during essure placement, hair loss, vertigo and nerve damage, chest pain, stomach pain, ear pain, head pain, breast pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), hiatus hernia ('hiatial hernia'), ovarian neoplasm ('tumor / teratoma / cancer type: ovarian tumors') and genital haemorrhage ('general abnormal bleeding') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test.". The patient's medical history included hiatal hernia on (B)(6) 2017, myomectomy, morbid obesity and uterine bleeding. Concurrent conditions included acid reflux (oesophageal) since 2014, constipation since 2014, uterine fibroids and abdominal discomfort. Concomitant products included butalbital;caffeine;paracetamol (butalb/acet/caffeine) since 2018, docusate since 2017, meclozine hydrochloride (meclizine hcl) since 2017, metronidazole since 2012, nortriptyline from 2016 to 2018, omeprazole since 2013, tizanidine since 2016, topiramate (trokendi) since 2018, triamcinolone since 2012 and venlafaxine hydrochloride (venlafaxine hcl) since 2018. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2007, the patient experienced migraine ("migraines / headaches constant migratioin everyday"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("cyst on ovary"), pollakiuria ("bladder or urinary problems or changes frequency urinary problem"), dysmenorrhoea ("dysmenorrhea (cramping) constant cramping during menstrual twice a month"), abdominal pain ("abdominal pain"), anxiety ("psychological or psychiatric problems condition: anxiety/psych injury"), pelvic adhesions ("abnormal adhesions"), rosacea ("rashes or skin conditions type: rozecha"), vaginal discharge ("vaginal discharge"), bacterial vaginosis ("vaginal discharge frequently bacterial infection"), vulvovaginal mycotic infection ("vaginal discharge and yeast infection") and alopecia ("hair loss both side of head hair was missing for 2 years") and was found to have weight increased ("weight gain of 30-40 pounds during essure placement"). In (B)(6) 2008, the patient experienced vertigo ("other injury(ies) or complication please describe: vertigo and nerve damage") and nerve injury ("other injury(ies) or complication please describe: nerve damage"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2017, the patient experienced hot flush ("hormonal changes describe: hot flashes"), mood swings ("hormonal changes describe: mood swings") and menopausal symptoms ("hormonal changes describe: menopause "). On (B)(6) 2018, the patient was found to have ovarian neoplasm (seriousness criterion medically significant), 10 years 5 months after insertion of essure. On an unknown date, the patient experienced hiatus hernia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), radiculopathy ("neurological conditions or problems type: pinched nerves in back and neck"), muscle spasms ("muscle spasms"), chest pain ("chest pain"), abdominal pain upper ("stomach pain"), ear pain ("ear pain"), headache ("head pain"), breast pain ("breast pain"), dermatitis allergic ("allergy: rash/skin condition"), cystitis ("bladder infection") and nervous system disorder ("neurological condition/problem") and was found to have neoplasm ("tumors") and teratoma ("teratomas"). The patient was treated with surgery (hernai repair, salpingectomy bilateral/partial (hysterectomy) and removal of tumors on ovaries and tumors removed with essure fallopian tube). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hiatus hernia, dysmenorrhoea, hot flush, mood swings, migraine, abdominal pain, weight increased, alopecia, vertigo, nerve injury, chest pain, headache, breast pain, neoplasm, teratoma and nervous system disorder had resolved and the ovarian neoplasm, genital haemorrhage, vaginal haemorrhage, menorrhagia, ovarian cyst, pollakiuria, menopausal symptoms, urinary tract infection, radiculopathy, muscle spasms, allergy to metals, anxiety, pelvic adhesions, rosacea, vaginal discharge, bacterial vaginosis, vulvovaginal mycotic infection, abdominal pain upper, ear pain, dermatitis allergic and cystitis outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, bacterial vaginosis, breast pain, chest pain, cystitis, dermatitis allergic, dysmenorrhoea, ear pain, genital haemorrhage, headache, hiatus hernia, hot flush, menopausal symptoms, menorrhagia, migraine, mood swings, muscle spasms, neoplasm, nerve injury, nervous system disorder, ovarian cyst, ovarian neoplasm, pelvic adhesions, pelvic pain, pollakiuria, radiculopathy, rosacea, teratoma, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: she received treatment for the following events pelvic/ abdominal pain, dysmenorrhea, menorrhagia, general abnormal bleeding, nickel allergy, allergy: rash/skin condition, bladder problem, urinary problem, vaginal discharge, bladder infection, hair loss, hormonal change, migraine, headaches, tumors, weight gain, neuro condi/prob, teratomas, vertigo, nerve damage and teratomas. Complications during removal- repeat/multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 66.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events- general abnormal bleeding, allergy: rash/skin condition, bladder infection, tumors, neurological condition and teratomas were added. Outcome of the events- pelvic pain, abdominal pain, dysmenorrhea, vertigo, nerve and hiatial hernia was updated as ¿recovered / resolved¿. Treatment details were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.